Manufacturer narrative:
Additional information d10, h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported issue of "pump shut off by itself plugged in" which was reproduced through troubleshooting of the device. A review of the event history log found no evidence to support the customer reported issue. However, evaluation determined the assignable cause to be a failing alternating current power adapter. Using a known good alternating current power adapter and customer battery, they were able to turn on the device. The alternating current power adapter was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump shut off by itself when plugged in. There was no patient involvement. No additional information is available.